Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with mid to distal stent struts lifted and pulled over balloon cone and tip. The undamaged crimped stent outer diameter was measured by snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.

Event description:
It was reported that stent dislodgement occurred. The patient presented for percutaneous coronary intervention. A 2.50 x 48 synergy drug-eluting stent was selected for use. However, after removing the stent cover, the physician noticed that the stent had detached and moved off balloon. Another synergy drug-eluting stent was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The patient presented for percutaneous coronary intervention. A 2.50 x 48 synergy drug-eluting stent was selected for use. However, after removing the stent cover, the physician noticed that the stent had detached and moved off balloon. Another synergy drug-eluting stent was used to complete the procedure. No patient complications were reported.